Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, no insulin was seen exiting the infusion set tubing or cartridge tubing. There was no impact to blood glucose as customer was using the pump was saline. Reportedly, a new cartridge was loaded.